Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was intended to be used in the esophagus for a procedure performed on (B)(6) 2022. During preparation, a small hole was noticed at the tip of the balloon and the pressure did not increase the procedure is completed with another cre pro gi wireguided dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: yamagata-shi, yamagata prefecture. Block h6: device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem however, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 17mm from the tip. With all the available information, boston scientific concludes the reported event was confirmed. It is possible that factors encountered during the procedure, such as the interaction with any surface during the preparation, could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was stated in the instructions for use (IFU) that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was intended to be used in the esophagus for a procedure performed on (B)(6), 2022. During preparation, a small hole was noticed at the tip of the balloon and the pressure did not increase the procedure is completed with another cre pro gi wireguided dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event.